Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator could not be shut down. The device was in clinical use when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator could not be shut down. The customer requested to order a replacement power switch overlay; however, the order was cancelled, and the record was closed without any further actions performed by philips. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the user interface assembly was replaced, and the issue was resolved.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the power switch overlay was replaced; however, the issue was not resolved. The customer contacted philips for additional assistance, and the remote service engineer (rse) reported that the customer was provided with the latest version of the service manual. The customer reported that they were not currently with the suspected device, during the time of the call. The rse advised the customer to confirm the power cord, 24-volt power supply, and power management board were operating within specification. An additional call was made by the customer, and it was suggested that the user interface (ui) assembly was the issue. The customer reported that the ui assembly was swapped out, and the issue was resolved. The customer was provided with the part number for a replacement ui assembly. The investigation is ongoing.

Manufacturer narrative:
During follow up with the customer, it was reported that the device was not in patient use when the issue occurred.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. During follow up with the customer, it was reported that the purchase order that was provided to the customer was cancelled. The customer did not provide any further details regarding the issue. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.